Event description:
It was reported that prior to implant the helix tip was extended a small amount. The physician tried to retract the helix with the rotation tool, but it remained slightly extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the lead appeared damaged at implant. The helix is slightly exposed when retracted due to the helix being stretched out of specification.